Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving sufentanil, bupivacaine, and clonidine via an implantable pump for spinal pain indications for use. It was reported that since around (B)(6) 2024, he notices a volume discrepancy with the patient pump, where it was delivering more volume than expected. The healthcare provider (hcp) stated that the discrepancy was 3 to 3.5ml more than expected. The patient was exhibiting no therapy changes and they routinely due side port accesses and MRI 's to rule out granuloma¿s. The patient was due for another side port access and MRI of the catheter.